Manufacturer narrative:
The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The system was fully functional and no problems were found. A software investigation found that the reported issue could not be duplicated. Further investigation found that the issue was related to the hospital network. Site was contacted regarding these findings and there were no further issues.

Event description:
Site reported that after completing the tracing pattern in the 2.1 software. The software would stop. He would have an arrow for a mouse and it would move on the screen but he is unable to select anything on the screen. When the software stopped he would have to do a hard shutdown. When the system came back up he would trace again and the system would function properly. There was no impact on pt outcome reported. Navigation was used in the whole procedure.